Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. No significant deformations or damage of the valve was detected during the visual inspection. Permeability test: to check if the progav 2.0 shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav 2.0 shunt system is permeable. Adjustability test: we have investigated whether the progav 2.0 can be successfully set to each specified pressure setting. Thus indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: a specific measurement device apparatus of braking force is used to investigate the braking force and the brake function of adjustable valves. This apparatus tests whether the braking function is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of the braking force apparatus. The braking force of the progav 2.0 valve was within the specified tolerance and the brake function operated as expected. Results: based on our investigation, we are not able to substantiate the claim of "non- adjustability". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
In a case of a pediatric patient who underwent surgery on (B)(6) 2018, readjustment of the pressure inside the valve was failed shortly before the expansion operation on (B)(6) 2020. This revision was an expansion operation in accordance with the growth of the patient. It was originally planned to only expand the shunt, but it was immediately known that the pressure inside the valve could not be changed. Therefore, the valve had to be replaced as well. According to the surgeon, there is a kind of clicking feeling of the complaint valve, but readjustment was failed. No infection / no health damage to the patient.